Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that an ophthalmic microscope flash view mirror loose. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Corrected information was provided in sections b2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (flash view mirror loose) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num.(B)(4). The manufacturer internal reference number is: (B)(4).